Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has not recharged the ipg in approximately 3 years. As a result, patient¿s ipgs is not communicating and has become inoperable. Surgical intervention will be scheduled at a future date to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2018 wherein the upper back ipg was replaced. Effective therapy has been restored in upper back.